Event description:
It was reported that the lower display on the external pulse generator (epg) did not seem to be "working properly." The display appears to be "pixilated." This does not appear right away when turned on. Technical services provided assistance in resolving the issue by directing the client to exchange the batteries to see if that will help. The client will do more testing and if needed will send the epg in for service and repair. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.